Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and the device weighed 291.52 grams. A visual analysis noted crease fold and deformation of the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional information: d10, g1, h3, h6.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.